Event description:
Spontaneous call from patient stating that bags in cassettes are ¿too large¿ (lots 3813605, 3834171 (previously reported) 3876357, 3876356) in the cassette and that it is difficult to fit all time medication/diluent in the cassette. Patient is also starting that lot 3876356 has sediment in the cassette (visible prior to adding medication). Patient is saving all faulty products. Cassette representative notified. Cnss will follow-up with patient in morning. No further information provided. Did the patient have a backup device they were able to switch to? Yes. If yes was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.